Event description:
No further event information available at the time of this report

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Verified item number unable to verify lot number as the area of the product that contains the etching wasn¿t returned. Also verified there wasn¿t a divot on the tab which indicates it is covered by a previous CAPA investigation. Returned item, lot # unknown, exhibits signs of repeated use and has fractured on the lateral side of the post feature all pieces were not returned reference. Insufficient information provided unable to perform a DHR review (no lot # provided). Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (reference z-2578-2014). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from the wir form that a persona knee instrument was returned and reported fractured.